Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The taxus express2 2.5x12mm drug eluting stent was unable to cross the lesion in the left anterior descending artery. When the physician removed the stent delivery system the stent "broke in the physician's hands." The procedure was completed with balloon angioplasty and placement with a different taxus stent. No patient complications occurred. Patient status is satisfactory.